Event description:
Reportedly, used in the right femoral. Dr was using a valeo possibly 6 or 7x36. Used a crossover sheath to stent contralateral external iliac-not predilated. Dr was taking the stent around the horn, however, the balloon made it to the lesion but the stent did not. The stent was between the balloon and the crossover sheath. The sheath dislodged the stent off the balloon. The stent was left inside the patient and had to be removed dr removed the balloon, made another access point from the left and rewired.

Manufacturer narrative:
Device not returned.